Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern and deflation.

Event description:
Patient reported left side deflation and "exchange from textured to smooth breast implants" due to "concern." The device has been explanted.